Event description:
Emergency medical system personnel were attending to a pt, condition unknown. Allegedly, the device displayed a low battery message; however, after the operator replaced the battery, the trace flatlined and would not display the pt's ECG. A back-up device was used to continue monitoring the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.